Event description:
The reporter called and alleged discrepant results for different patients when compared to a lab. The reported device result was 2.8,4.5 and 4.4 inr. The corresponding reported lab result was 2.0, 3.3 and 2.9 inr.